Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Pump received with no button response due to moisture damage to the keypad traces. Unable to perform any test due to keypad not responsive. Cracked display window corner and cracked reservoir tube window corner noted.

Event description:
Customer reported via phone call that insulin pump cracked on top. Customer's blood glucose level was unknown at the time of incidence. Device will not be returned for the analysis.